Event description:
It was reported the patient started experiencing increased spasms the previous afternoon, non stop. The patient is currently travelling for the next month and was directed by a physician to contact medtronic for providers in the area. Patient outcome is unknown. Additional information has been requested and a follow-up report will be sent if new relevant information is received. Drug infused: baclofen.

Event description:
Additional information received reported that the cause of the event was bladder infection which was diagnosed in emergency room on (B)(6) 2012. The event was attributed to the bladder infection. The event was not due to pump. The patient had signs and symptoms of increased spasticity. The patient did not required hospitalization and the patient recovered without sequelae. The device was used to deliver baclofen and bupivacaine.

Event description:
Additional information indicated that the patient had her catheter "coiled up", and under fluoroscopy "it looked like a telephone cord". The catheter was noted to have been revised "about two or three months" prior to the date of this report, around (B)(6) 2012. Nothing with the pump was noted to have been done. It was noted that the patient "definitely got immediate relief and improvement in her symptoms when they had revised the catheter". The patient was noted to have had a lack of therapeutic effect. After the catheter revision, the patient was noted to have recovered well with no further issues. It was noted that "the coiled catheter was the reason for the lack of effect and increased spasticity the patient had been having for the last few months". No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, sr # (B)(4), implant: (B)(6) 2005, product type: catheter; product ID 8840, sr# unk, product type: programmer patient. (B)(4).